Manufacturer narrative:
Product event summary # the device was not returned for analysis. However, performance data collected from the device was received and analyzed. It was noted that the battery reached elective replacement indicator (eri)on 2012-(B)(6) with a low battery alert on that same date.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. The ICD was explanted and re placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).